Manufacturer narrative:
Medwatch with a1 identifier (B)(4) is lot 495529, medwatch with a1 identifier (B)(4) is lot 495640. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported blood glucose results 20.8 mmol/l on lot 495529, 8.7 mmol/ lot 495529 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.